Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. When repositioning the lead, placement difficulties were observed and the helix mechanism would not deploy. Upon explant, tissue was noted to be stuck in the helix. A dissection was also noted. A new lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.